Manufacturer narrative:
It was reported that the surgeon removed the metatarsal head screw, repositioned the metatarsal head due to plantarflexion and placed the same screw. The original implant was placed (B)(6) 2020. The revision was performed on (B)(6) 2020. The surgeon concluded that the plantarflexion was due to intraoperative correction deficiency due to lateral x-ray view. The surgeon will move the fluro machine in the future as opposed to moving the foot to get a true lateral view peri-operatively to ensure proper alignment. Additional implants involved in the incident include: ref: (B)(4), ln: 500721, qty: 1, product name: minibunion non-locking screw 2.7mm x 18mm, ref: (B)(4), ln: 501075, qty: 1, product name: minibunion locking screw3.0mm x 20mm.

Event description:
It was reported that the surgeon removed the metatarsal head screw, repositioned the metatarsal head due to plantarflexion and placed the same screw. The original implant was placed (B)(6) 2020. The revision was performed on (B)(6) 2020.